Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a female patient (age unknown), the device was unable to detect the electrode pads attached to the patient. Complainant indicated that the clinician obtained another set of electrode pads to continue treating the patient, however the same issue persisted. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a female patient (age unknown), the device was unable to detect the electrode pads attached to the patient. Complainant indicated that the clinician obtained another set of electrode pads to continue treating the patient, however the same issue persisted. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including patient impedance testing, analyze, and shock testing using different sets of working test pads without duplicating the report. The device was recertified and returned to the customer. The electrode pads used during the event were not returned for evaluation. Review of the device activity logs did not show any faults that could be associated with customer report. There are a number of factors that can cause a valid impedance to not be detected that include, but are not limited to: poor coupling of the electrodes to the patient, poor coupling of the electrodes to the device, and a problem with the pads themselves. No trend is associated with reports of this type.